Event description:
It was reported that an ilet had a distorted screen that rendered the device not fully functional, and the user was advised the device would no longer be water resistant and to maintain backup therapy; a replacement was shipped and the original was to be returned. Symptoms included hyperglycemia with a reported peak of 400 mg/dl and elevated glucose lasting approximately 3 to 4 hours without alerts for readings above 300 mg/dl for over 90 minutes, and no ketone testing, medical intervention, or emergency care was required. Outcomes included use of backup insulin via injections and assistance from a guardian due to the user being a minor, with no reported immediate health effects such as loss of consciousness, dizziness, or dka. Investigation included review of the complaint details and facilitation of device return for evaluation. Investigation of this case revealed a device display malfunction associated with the screen/display component, while the underlying insulin delivery was not confirmed to be impaired, and the user¿s high glucose resolved with backup therapy. It was concluded, based on previously established findings for similar reports, that the probable cause was a display hardware failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.